Event description:
It was reported that during the implant procedure when the leads were connected to the pulse generator, no output was noted. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description included. Final analysis found normal device characteristics.